Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument broke. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The modified beck elevator (part# sp-2359, lot# 101116j16) was visually evaluated. The elevator showed signs of use with some minor scratching on the handle and a fractured tip. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force was applied, beyond what the instrument was designed to encounter. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.